Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10d28035, h10g19078, and h10j11054 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Additional information was received on (B)(6) 2011 during a follow up call to the peritoneal dialysis nurse (pdn). The pdn stated that on (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis. Antibiotic (unspecified) treatment was initiated (dates, drug, dose, frequency not reported). After antibiotic treatment was initiated, the patient "spiked a fever", the source of the fever was unknown. At the time of this report, the patient was recovering and was still hospitalized. When the pdn was asked if she thought the peritonitis and "spiked a fever" were related to dianeal therapy, the nurse stated "I do not believe so". Pd therapy was ongoing.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the caregiver reported the following. On an unreported date, the patient experienced peritonitis and was hospitalized on an unreported date. Treatment was not reported. The recovery status of the patient was not reported. The action taken with dianeal therapy was not reported. The consumer did not provide an opinion of the causality in relation to dianeal therapy.